Manufacturer narrative:
Corrected data: d4 ¿ UDI. Additional information stated there was no patient involvement.

Event description:
It was reported that the device's cassette sensor malfunctioned and has a bubbled seal. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal, and a worn uso seal. There was no evidence to review in the event history log. Functional testing was performed. Upon review, the reported cassette sensor problem was unable to be duplicated. The reported bubbled dso sensor was verified. It was determined that the bubbled dso seal was the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.